Event description:
Philips received a complaint by the customer on the v60 indicating that a 1009 "pressure regulation high" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 1009 "pressure regulation high" error occurred. The customer replaced the data acquisition (da) printed circuit board assembly (pcba), and after testing the device, the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.